Event description:
Home pt (hp) reports pt line of homechoice set was not priming completely. Hp reported pain in shoulder due to excess air. Per hp, there was no pt injury or medical intervention as a result of incident.